Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro drug-eluting stent system was selected for treatment of a moderately calcified lesion (70% stenosis degree) in a mildly tortuous segment of the left main. After pre-dilatation, the complaint orsiro was inserted but could not pass the lesion. After withdrawal it was noticed that the stent was damaged. Another stent was used.

Event description:
The orsiro drug-eluting stent system was selected for treatment of a moderately calcified lesion (70% stenosis degree) in a mildly tortuous segment of the left main. After pre-dilatation, the complaint orsiro was inserted but could not pass the lesion. After withdrawal it was noticed that the stent was damaged. Another stent was used.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation revealed that the balloon is well folded and shows no signs of inflation. Judging from the x-ray markers, the stent is not displaced. The stent is not deformed or damaged. The crimped diameter of the stent still complies with the specification. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.